Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report under section conclusion. Evaluation summary: (B)(4): analysis found that the programmer takes a long time to boot up and there was a "d" drive error. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) board.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer takes a long time to boot up and there was a "d" drive error. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) board.

Event description:
It was reported the programmer takes a long time to boot up. No patient involvement or complications were reported as a result of this event.